Event description:
The caregiver (cg) contacted baxter's service center to report that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. This occurred during the previous therapy; the technical service representative (tsr) was unable to troubleshoot the alarm. There was nothing unusual found that could have caused or contributed to the alarm. The tsr reviewed proper procedure with the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.